Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-jun-2022, serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 29-jan-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion and tamponade from perforation. The patient need open heart surgery to rectify the perforation. The leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.